Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31186. It was reported that the was experiencing uncomfortable simulation. It was found that the leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced, resolving the issue.